Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the left ventricular (lv) lead was observed as dislodged and unable to capture. The lv lead was capped and replaced to resolve the event and the patient was stable.